Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer is having problems with the infusion sets. This is the third call regarding the issue. Customer has been experiencing high blood glucose. The insulin pump alarmed no delivery. Customer was out to lunch and had to return home due to under-delivery of insulin. Customer experienced pooling insulin out and blood at the infusion site. The current blood glucose reading is 303 mg/dl. Customer is irritable and nauseated. Customer has treated with manual injection. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it ws concluded that the device operated within specifications. No excessive no delivery alarm noted. Test reservoir units let matches with the units left in the device status screen. Programmed boluses delivered and recorded properly during testing.